Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was outside clinical use at the time of event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was indicating exposure was not possible, user reselected application and got warning fluoro storage was not possible. Fse confirmed image disk issue. Fse replaced ippc hard disk -hard disk spare part, re-created disk image. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the system gave error messages of ¿exposure is not possible reselect application¿ and ¿warning fluoroscopy storage is not possible¿. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the ippc hard disk. The fse replaced the hard disk, re-created disk image and returned they system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.